Event description:
Users were unable to login to a select number of clinical workstations after an update/application was installed which allows users to reset their own passwords. Most notably, a cardiology computer providing clinical data to the cath lab was also impacted by the fix deployed to the aforementioned. Primarily class 1 type machines (which have a single sign on software) were impacted. In audition, a cardiology computer which acts like a server to provide data to the lab, and is running windows xp was misidentified as a class 1 machine and was also impacted. It should be noted that this software update has been rolling out in batches over the last three weeks without incident.there was no actual "software" that caused the problem. Rather, the issue was caused by the inadvertent deployment of a self-service password component that prevented login to the computer. The it department removed the offending component and rebooted the computer.